Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("pain:pelvic pain") and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2014 underwent salping. (Unilateral)). At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain and psychological trauma outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepant information provided - essure insertion date provided as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) conducted (unspecified), result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received- previously reported event "injury" was updated to "pelvic pain", events-"fallopian tube perforation, migration and psych injury", reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.